Event description:
The hcp reported the pt was experiencing increased spasticity. The catheter was explanted and reported to have a break, tear, or hole. It was replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.